Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06384367. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: ridgecrest regional hospital. Paul f. Stemmer, md. Operative report. Preop diagnosis: incarcerated incisional hernia. Postop diagnosis: incarcerated incisional hernia. Assistant: susan kolstoe, rnfa. Anesthetist: travis w. Johnson, crna. Anesthetic: general. Procedure performed: exploratory laparotomy with lysis of adhesions. Implantation of mesh and repair of hernia. Complications: hone. Drains: none. Estimated blood loss: 150 ml. Blood replacement: none. Sponge, needle and instrument counts: correct. Specimen: hernia sac and pieces of preperitoneal fat and omentum. Procedure: ¿the area of the bulge had been marked preoperatively with the patient standing up. It was fairly obvious in that position, not so obvious with her laying down. After induction of general anesthesia, the area prepped and draped as a sterile field. Transverse incision made in the area marked. Subcutaneous tissue divided. Incision carried down to the fascia which is intact. It is not particularly surprising as I am looking at the mr, in the lateral view it looks as though the posterior fascial layer has a defect that the anterior layer attenuated, but intact. Palpation in that area did not show a clear defect. The top layer of fascia divided and a thinned out muscle and ___ [sic] also divided. Back layer of fascia and peritoneum divided entering the abdominal cavity. The omentum is adherent. Fairly meticulous dissection necessary to actually get into the abdominal cavity. Palpation from inside shows the posterior hernia defect, inferior to the fascial incision with incarcerated omentum. The omentum dissected free and portions of it resected with ligation of the bleeding points fusing 2-0 polysorb. Getting to the lower edge of the fascial defect considering the initial incision in the fascia is high would have necessitated making a much larger transverse incision and instead the bridge of muscle and fascia in between the two defects just divided longitudinally. Fairly tedious further adhesiolysis was necessary to make adequate space for intraperitoneal placement of a piece of dualmesh. The attenuated fascia/hernia sac inferiorly removed. The abdominal cavity irrigated with the cefoxitin saline solution and hemostasis is adequate. A medium sized oval piece of dualmesh chosen and cut to size and shape and sutured well under the edge of the fascial defect circumferentially with interrupted 0 bralon horizontal mattress sutures, taking care not to entrap any intraabdominal contents. The fascia then closed over the mesh with interrupted horizontal mattress 0 bralon. The lower portion closed longitudinally as was the aforementioned divided musculofascial bridge. Initial fascial incisions closed transversely. The wound irrigated with 1% neomycin. Hemostasis in the subcutaneous plan is adequate. Subcutaneous tissues closed with running 3-0 polysorb including a bite of underlying fascia to help obliterate potential seroma space. The skin closed with staples. Dry sterile dressing and a binder applied. The patient tolerated the procedure well and was awakened, extubated and taken to recovery in stable condition. It should be noted an attempt was made to palpate the pelvic organs as the patient supposedly has some adnexal cysts, but this would have required a significant extension of the incision and few more hours worth of adhesiolysis to even approach the pelvis and so this was not done.¿ (B)(6) 2010: ridgecrest regional hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 06384367. Exp: 2011-09. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/06384367) was implanted during the procedure. (B)(6) 2010: ridgecrest regional hospital. Richard p. Karoli, md. Pathology report. Accession #: s-497-10. Preoperative diagnosis: chronically incarcerated hernia. Postoperative diagnosis: same with adherent omentum; pathology report pending. Specimens: portion of incisional hernia sac and contents, subcutaneous fat, and portion of omentum. Diagnosis: incarcerated incisional hernia with omental elements. (B)(6) 2010 [assigned]: antelope valley hospital. Tom mahendra, md, frcs, facs. Operative report. Preop diagnosis: the patient is a 41-year-old female who was admitted to the hospital with abdominal pain, tenderness, redness and fever. Patient has had known infected abdominal mesh for several months and the wound had been left open, which healed and then reopened at intervals. Postop diagnosis: the patient is a 41-year-old female who was admitted to the hospital with abdominal pain, tenderness, redness and fever. Patient has had known infected abdominal mesh for several months and the wound had been left open, which healed and then reopened at intervals. Operation: explantation of infected abdominal mesh and drainage of abdominal wall abscess. Assistant: maria genato, crnfa. Anesthesia: general. Findings at operation: thick yellow pus in the abscess cavity along the gore patch in the right abdominal wall. Estimated blood loss: 20-30 ml. Drains: iodoform packing. Procedure: ¿general anesthesia, supine position, routine antiseptic prep. Initially, a transverse incision was made where the incision was found to be draining and the incision was extended transversely to the lateral wall of the abdomen to a distance of 3 inches. The wound was then explored and the infected mesh along with prolene sutures was completely removed and sent for pathology. The area was irrigated with large amount of antibiotic solution and packed with 1-inch iodoform. The patient tolerated the procedure well.¿ (B)(6) 2010: antelope valley hospital. G. Isaac varaprasathan, md. Pathology-non-gyn cytology. Accession #: avn-10-00915. Specimen: slide. Pre-operative diagnosis: abdominal wall abscess. Cbc results of (B)(6) 10 are as follows: wbc 31,200; rbc 3.23 million; hgb 9.3; hct 28.2; mcv 87.3; mch 28.8; mchc 33; and platelet count of 550,000. Neutrophils 53%, lymphocytes 12%, monocytes 17%, eosinophils 2%, bands 14%, and metamyelocytes 2%. Peripheral smear shows normocytic normochromic erythrocytes with a few macrocytes and macroovalocytes. The estimated peripheral polychromasia is 1-2%. Nucleated red cells are absent. The wbc and differential are as indicated above. Blasts are absent. Occasional dysplastic neutrophils are identified. Pathologic diagnosis: a. Polymorphonuclear leukocytosis with left shift (no evidence of blasts). B. The findings are suggestive of response to acute infection or inflammatory condition. C. The following studies are suggested: 1. Lap score. 2. Bcr/abl gene rearrangement study to rule out evolving cml. (B)(6) 2010: antelope valley hospital. G. Isaac varaprasathan, md. Pathology/cytology. Accession #: avs-10-05949. Specimen: infected mesh, right abdomen. Pre-op diagnosis: abscess, infected mesh. Gross description: specimen labeled infected abdominal mesh consists of a segment of mesh fabric, measuring 11 x 10 x 0.2 cm. Also noted in the same container are multiple gray-white colored soft tissue fragments, aggregating 6 x 6 x 2 cm. Representative sections of the soft tissue are submitted in one cassette (th:gs). Pathologic diagnosis: right abdomen: a. Surgical mesh, gross identified. B. Abdominal soft tissue displaying acute and chronic inflammation, granulation tissue reaction, and fibrosis. C. There is no evidence of atypia or malignancy. (B)(6) 2010: antelope valley hospital. Kain kumar, md, phd. Discharge summary. Final diagnoses: large infected mesh of abdominal hernia with sepsis. Leukocytosis with white count in excess of 30,000. Sepsis syndrome. Hypotension. Functional decline. Recurrent ventral hernia. Previous abdominal surgeries. Anemia due to chronic diseases. Chronic obstructive pulmonary disease. Chronic pain syndrome. Hospital course: multiple ventral hernia surgeries done. Presented to doctor having increasing abdominal adhesions, as well as problems with ventral hernia. Was admitted, treated with IV antibiotics, IV fluids. White count was initially over 30,000 with fever, chills and low blood pressures; part of sepsis syndrome, treated with fluids, broad spectrum antibiotics. Cultures done showed klebsiella organism. Antibiotics were changed. Over the period of stay, had less discharge and white count and functional status improved. The patient needed to be on antibiotic for three more weeks. For this reason, currently transferred to skilled nursing facility. Generalized status gradually and slowly improved with gradual improvement of pain. Exam: vital signs: stable. Afebrile. Chest: clear to auscultation. Heart: regular rate and rhythm. Abdomen: soft, nondistended. The patient has a wound vac placed and generalized tenderness. Extremities: the patient has 1+ edema. Records span (B)(6) 10 to (B)(6) 10. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06384367. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected hernia mesh. Additional event specific information was not provided.